Event description:
A female with history of coronary artery disease and ventricular arrhythmia with defibrillator placement. She presented with dehydration, gastroenteritis and abdominal pain. She was also complaining of feeling inappropriate firing of her defibrillator. She was evaluated by her cardiologist and diagnosis status post ICD placement with recurrent shocks due to fidelis lead fracture. The pt underwent ICD lead revision. Note: per medtronic implant record lead was capped.